Event description:
It was reported that during a lateral hernia procedure, the doctor fired the device. The anchor and introducer went through the abdominal wall. The doctor stuck himself with the introducer. There was no consequence to the patient.